Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was a lot of fluid leaking from the luer hub area. It was reported that a lot of fluid was leaking from the irrigation port of the vizigo sheath. There was a video available of the issue attached. They replaced the vizigo sheath, and the procedure continued. No physical damage was observed on the sheath. Leakage was only on the irrigation port-tubing connection. The hemostasis valve (gasket) did not dislodge inside the hub. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. No blood return was observed. There was no approximate volume of blood that was lost. No patient consequences were reported. The event was originally assessed as non-reportable. However, this event is being conservative reported for the luer hub leakage.

Manufacturer narrative:
The bwi product analysis lab received video of the complaint device. Additionally, the physical device itself had also been received for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-jan-2023, the photo/video analysis was completed. The physical product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was a lot of fluid leaking from the luer hub area. It was reported that a lot of fluid was leaking from the irrigation port of the vizigo sheath. There was a video available of the issue attached. They replaced the vizigo sheath, and the procedure continued. Device evaluation details: a video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, a leakage was observed on the irrigation port of the vizigo sheath. Visual analysis, the vizigo sheath, the brim cap, and the hemostatic valve were found in good conditions. Flow test was performed as per the bwi procedures, and this failed since a leak was found in the 3-way stopcock luer lock. There was found a fracture was observed in the luer lock joint with the irrigation portion tube. A scanning electron microscope (sem) analysis was required to determine the failure mode. Sem analysis was performed and concluded that the damage could be related with manipulation or external force applied in the device due the elongation of the material. Additionally, it was also observed a bent in the shaft 12¿ from the handle. This damage could also be related with handling of the device; however this damage is not related with the issue reported. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. A device history record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 9-jan-2023, it was determined that the luer hub leakage is a reportable "side port leakage". The medical device problem code for fluid leak (a050401) in section h6 still applies. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)